Event description:
On (B)(6) 2013: customer states via phone that at the start of day for procedures, the generator console would not turn on. The pt was already on the operating room table, but the procedure had not begun. Staff moved the pt to another room for their procedure. Facility has back up capabilities. No pt information is available other than there was no pt injury reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.